Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision to tka done by another surgeon, as dr. Had already retired at that point. No implant stickers are available."

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown baseplate was reported. The event was confirmed through clinician review of the provided medical records. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event event date: (B)(6) 2020 (opened (B)(6) 2021) event description: as reported: ¿revision to tka done by another surgeon, as dr¿had already retired at that point. No implant stickers are available.¿ implants: unknow product knee. Anatomic site: right knee materials reviewed: on (B)(6) 2020: stryker pi report. On (B)(6) 2020: discharge summary. Dx right knee pain, removal of implant. Hx of right uni with continued knee pain. X-ray stable postoperative tka. History and physical from 02/03/2020 without significant medical issues to preclude or. Uni done approximately 9 years prior. On (B)(6) 2020: office note. Failed uni with loose tibial component. Has bilateral uni. Found knee became ¿funky¿ on trip to ireland. Knee in slight varus. Motion 0-950. X-ray with tibial subsidence and djd tricompartmental. Plan right revision. Left is ok but given injection. On (B)(6) 2020: operative note. Revision uni to total right. New implants depuy attune wit tibial stem. Femur was well fixed, tibia lose. On (B)(6) 2020: EKG. Noncontributory. On (B)(6) 2020: pathology report x3. Explanted hardware and bone tissue. Gross read djd. On (B)(6) 2020: lab reports. Mild elevation in crp, mild inc in glucose, and anemia. On (B)(6) 2020: radiology report: s/p tka no abn. On (B)(6) 2011: operative note. Oa right knee, robotic assisted medial uni. Vanco use prophylactically, unicompartmental djd on opening. No complications. Confirmation: a revision surgery was performed for a loose tibial component nearly 9 years after a robotically assisted medial unicompartmental knee. Root cause: a root cause cannot be ascertained without additional medical records, radiographs and perhaps examination of the explants. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of the provided medial records by a clinician consultant indicated that: a revision surgery was performed for a loose tibial component nearly 9 years after a robotically assisted medial unicompartmental knee. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision to tka done by another surgeon, as dr. Had already retired at that point. No implant stickers are available." 06 september 2021: based on the medical review: a revision surgery was performed for a loose tibial component nearly 9 years after a robotically assisted medial unicompartmental knee.

Manufacturer narrative:
Reported event: an event regarding loosening and subsidence involving an unknown baseplate was reported. The event was confirmed through clinician review of the provided medical records. Method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: a revision was performed for loosening and subsidence of the tibial component of a unicompartmental knee. The implants were not identified but were presumably restororis based on the fact it was a mako procedure and all burr technique in 2011. No records were available showing patient complaints or the postoperative course following the uni other than the preoperative assessment for the revision. No obvious implant related problems were obvious from the reports. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of the provided medical records by a clinical consultant indicated: a revision was performed for loosening and subsidence of the tibial component of a unicompartmental knee. The implants were not identified but were presumably restororis based on the fact it was a mako procedure and all burr technique in 2011. No records were available showing patient complaints or the postoperative course following the uni other than the preoperative assessment for the revision. No obvious implant related problems were obvious from the reports. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision to tka done by another surgeon, as dr. Had already retired at that point. No implant stickers are available." (B)(6) 2021: based on the medical review: a revision surgery was performed for a loose tibial component nearly 9 years after a robotically assisted medial unicompartmental knee.